Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was found that during prep of the tibia the impaction handle continued to disengage from the keel each time the surgeon attempted to extract the keel. There was a delay of around 2 minutes however no adverse effect to the patient was reported.

Manufacturer narrative:
The device associated with this reported event was not returned. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the submitted punch impactor confirmed the 217802104 impactor bolt, and 217802103 spring sub-components are disassembled and missing. A complaint database search on the provided product code identified similar reports. A previous investigation by depuy metallurgy for similar events determined the failure was due to low cycle fatigue. It is unknown if attempts were made to disassemble the bolt for instrument cleaning. The instrument design does not allow the bolt component to be disassembled. Based on the performed investigation, and the disassembled components not being returned, the root cause cannot be determined. Based on the inability to identify a root cause, the need for corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.